Event description:
Dear sir/madam: we represent (B)(6). I am enclosing the completed report for your review. Please let me know if there is anything else you need. Cordially, (B)(6). Incident address: (B)(6). Injury, medical attention received. Injury, emergency department treatment received. Location of injury: elbow. Type of injury: break, fracture. (B)(6).